Event description:
It was further reported that the patient received assistance on (B)(6) 2013 and the issues resolved. The patient stated that besides the shocking, the stimulator had not been hitting areas.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4). Product type: recharger, product ID 3550-39, lot# n231447, implanted: (B)(6) 2009. Product type accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead, product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead, product ID 37743, serial# (B)(4). Product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that program #1 had changed, approximately a month prior to the report. The program was for her groin. The patient could previously adjust the stimulation between 3-5 volts, but now she couldn¿t go higher than 0.4 volts and it was unbearable. The stimulation felt very harsh and pounding. When the patient turned it on, it shocked her, so she was afraid to use the program. The program for her back was working fine. The patient had no fall/trauma, but had been doing gardening that included bending. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).